Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 289 mg/dl. The customer stated that he also received an alarm, indicating that the motor position encoder experienced an error as well. No significant events leading to the alarm were observed. Alarms indicating a spanish software anomaly and motion sensor test failure were also noted in the alarm history. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.